Manufacturer narrative:
The investigation included a search for similar complaints, and review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 00919e000, through abbottlink data. Return testing was not completed as returns were not available. The historical performance of reagent lot 00919e000 was evaluated using world wide data from abbottlink for both the routine and stat assays. Patient data was analyzed and compared to an established control limit. This initial evaluation indicated that the overall median patient result for lot 00919e000 was higher than all other reagent lots in the field, therefore, accuracy testing was performed. The accuracy testing was performed using a retained file kit of reagent lot 00919e000. Acceptance criteria were met, which indicates acceptable product performance. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect intact pth, lot 00919e000.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer. This report is being filed on an international product, list number 8k25-77 that has a similar product distributed in the us, list number 8k25-29.

Event description:
The customer reported a falsely elevated architect intact pth result on one patient. The following data was provided: on 26mar2020, the initial result = 2018 pg/ml, repeat=1200 pg/ml. There was no impact to patient management reported. This was a uremia patient who had undergone dialysis.